Event description:
Pt had CABG. Back from or at 1100. Heparin flush bag 1000u/500ml in pressure bag at 300 mmhg to pressure tubing to swan ganz & arterial line. Chest tube x2 had within normal range output until 2100 started having increased chest tube output. Pt taken back to surgery for excessive bleeding. After pt came back from or the nurses noticed heparin flush bag had constant dripping into chamber. Presure bag not overinflated. System changed & approx 400cc of the 500cc heparin bag infused.